Event description:
There is no additional patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation - evaluation . Reviews of manufacturing instructions, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record (DHR) could not be completed due to lack of lot information from the user facility. Because there was no evidence of related non-conformances or other complaints from the product lot (lot number was unknown), adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. No complaint product was returned. The lot number was not specified, therefore any additional product from the same lot could not be obtained for investigation. The reported issue was generic in nature and not specific to any single device or incident. The reported issue of the basket wires becoming damaged has multiple possible causes. The information stated the issue occurred when the stone(s) were large. It is possible when attempting to pull a stone through a scope when the size of the stone is larger than the working diameter of the scope, the stone will not easily fit through the scope and cause damage to the basket of the device. The size and shape of the stone(s) being retrieved may place abnormal forces on the basket wires, causing basket damage. Excessive force applied during manipulation of the device could cause damage. Manufacturing issues that affect the strength of the basket. Without the device available, a conclusive determine of the cause of the reported issue could not be reached. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: cook district manager. PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a kidney stone extraction using a ncricle tipless stone extractor, that the stone was too large the wires became stretched and one or two wires broke. The procedure was completed with another basket. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.